Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 210 mg/dl on advantage system 1 compared back to back with a result of 82 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 6f introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. Reportedly, during removal of the devices, the access site in the patient's arm became slightly enlarged. Compression was then held on the access site for approximately 15-20 minutes, and hemostasis was achieved.